Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the guidewire got stuck in the lead. The lead was electrically functioning within limits. The remaining wire was cut off and the other portion of the wire was left in the lead. The lead was implanted. No patient complications have been reported as a result of this event.